Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recn1176 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the primary nurse called stating that she had flushed the red lumen and the red ¿winged¿ connector allegedly came unattached from the white tubing. PICC was removed.